Event description:
The customer reported to philips that the device during the daily test a message is displayed, "test defibrillator failed." There was no patient or user involvement, and no adverse event to a patient or user reported.